Event description:
Hickman catheter inserted after mastectomy in november 1992 for chemotherapy. Pt. Developed pain at the catheter site in late march; did not respond to oral antibiotics. Culture taken of drainage showed staph; patient was admitted for removal of hickman catheter. On admission site was reddened with purulent drainage.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other, unanticipated, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, none or unknown. The device was destroyed/disposed of.